Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was working within expectations and that the observed discrepancies could be attributed to lag between sg and bg inherent to the sensing technology. The user was advised to continue using the system and to call back if they had additional concerns.

Event description:
On march 25 2026, senseonics was made aware of an incident where the user experienced sensor inaccuracy. No injury or medical intervention was reported.